Event description:
A customer contacted baxter regarding a system error code 2240 that occurred on the homechoice (hc) during use. The technical service rep (tsr) advised the caregiver to put a minicap on the catheter and advised to notify the nurse. The caregiver stated the pt was accidently disconnected from the machine during therapy. The homechoice meets device specifications and is safe to leave in the customer's home. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
If samples become available, a f/u report will be submitted.